Manufacturer narrative:
Result - communication cable.

Event description:
It was reported by service report that the patient side rail had an intermittent problem with the communication cable and cpu board.